Manufacturer narrative:
Based on the claim against the product by the customer noting the issue with usm 3, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm involved with this complaint; however, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer was struggling with universal surgical manipulator (usm) 3. The customer stated it was like pushing through concrete when they tried to advance an instrument. The customer inspected the drape to ensure no entrapment was happening. The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed system logs and found no related issues. Prior to calling in, the customer performed a soft power cycled, but the issue remained. The isi tse walked the customer through a hard power cycle of the patient side cart (psc); however, the issue persisted. The customer avoided using usm 3 and continued with the case. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the evaluation. Failure analysis (fa) investigation could not replicate nor confirm the customer reported complaint of heavy resistance when inserting the arm through cannula. The universal surgical manipulator (usm) was analyzed/tested on an in-house system and triggered no errors. The unit was also tested on the patient side cart (psc) fixture test platform (pftp) and passed all test. As a precaution, the insertion motor module assembly will be replaced. The complaint regarding usm resistance issue was not confirmed based on the field evaluation, which indicated that the device did not contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.